Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate address was detected on the drawer 4.1. A field service engineer (fse) logged into the hardware test application and removed all cubies associated with duplicate pockets. The fse then rebooted the station and recovered each line of duplicate pockets. The fse instructed the pharmacy technician to load the medications and reassign them to the appropriate pockets in the station, ensuring normal operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 displayed a cubie pocket error indicating a duplicate address detected, resulting in improper device functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.